Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4194 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the leads were not received for evaluation; however performance data was collected from the device and analyzed. There was undefined impedance reading for both leads on (B)(6) 2012.

Event description:
It was reported that during a scheduled follow up visit within approximately two and a half months post implant, the left ventricular (lv) lead and right ventricular (rv) lead were both found to be dislodged. The lv and rv leads were both repositioned and remain in use. No patient complications have been reported as a result of this event.